Event description:
An orsiro drug-eluting stent system was selected for treatment. Detachment of the orsiro stent delivery system during insertion into the 6f ebu cta guiding catheter at the level of the aortic arch, without noticing any resistance during pushing through the y-valve. When resistance was noticed during passage of the system, the device was removed, and it was detected that the stent was not attached to the balloon. The guiding catheter was filmed during follow-up to rule out kinks that might promote detachment. The guiding catheter was removed, and the stent was recovered without visible signs of deformation or partial expansion of the stent.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations no manufacturing related root cause was determined.